Event description:
It was reported that the pump shows error message 42221, has no function, and can no longer be switched on. There was unknown patient involvement.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing did not confirm the customer reported issue. The cause of the reported issue is unknown. No further action will be taken. The error code was cleared.